Event description:
It was reported that: "it was reported by pt lawyer via e-mail that "the pt left hip has failed several times and has been revised. It would be greatly appreciated if you could help us determine if either appliance has been the subject of failure/recall so that we can advise our client."

Manufacturer narrative:
This is a legal file so all request for info will be coordinated by the legal affairs team. No further info received at this time. If additional info becomes available then it will be submitted in a supplemental report.